Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, lead noise was observed. It was noted that the patient received inappropriate atp therapy due to the noise. The lead was capped and replaced on (B)(6) 2016. It was noted that upon opening the pocket, it was discovered that the implanting physician had used an improper suturing technique securing the header to the fascia, causing significant pressure on the lead. The patient was fine post-procedure.